Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic radical rectum resectioning. The stapler did not fire completely. Surgical time was extended 30 minutes or more due to the issue. No known impact or consequence to patient.